Event description:
It was reported that there was an over infusion of precedex. The precedex was intended to infuse 100ml of medication at a rate of 7.8ml/hour. However, 100ml was found to have infused within 80 minutes. The event occurred at 22:45. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown.

Event description:
It was reported that there was an over infusion of precedex. The precedex was intended to infuse 100 ml of medication at a rate of 7.8 ml/hour. However, 100 ml was found to have infused within 80 minutes. The event occurred at 22:45. There was patient involvement and no harm. Received a copy of the customer's medwatch report from FDA which states, "medication (precedex) was hung and programmed with rate and dose verified by a second rn. The rn responded to the pump beeping at approximately 1805 and found the bag empty and tubing full of air. The was not medication seen on the floor or soaked into the bed. The volume infused on the pump stated 8.62 ml but the bag was empty."

Manufacturer narrative:
Omit: report source other, b17 - device not returned, c20 - no findings available. Correction: device available for eval?, returned to manufacturer on, report source, device eval by manufacturer? Additional information: imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of precedex was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Inspection of the suspect pump module found the bezel assembly to be a third-party part made by elite biomedical solutions. The customer did not provide an event date; however, the event time was reported to be at 10:45 pm. The review of the pcu event logs showed no programmed infusion for the reported suspect pump module ranging from 15 may 2024 through 06 august 2024. The suspect pump module event log showed that the reported pcu concomitant device was not used with the suspect pump module. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Facilities have been informed by the third-party parts notice, dated 07 february 2022, that only original bd parts and components are to be used in any maintenance, repair, or use with bd devices. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise. Inspection and testing of the incident administration set observed no leaks. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v9.33), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported over infusion was not identified during the investigation. Previous investigation have shown that third party bezel assemblies can cause rate inaccuracies to occur. Note that this report lists imdrf annex a090202, a1801, g04037, g05005, c02, c0601, d02, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of precedex. The precedex was intended to infuse 100ml of medication at a rate of 7.8ml/hour. However, 100ml was found to have infused within 80 minutes. The event occurred at 22:45. There was patient involvement and no harm.